Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal dominican republic. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and the patient line of the homechoice cassette. This occurred during use of the device for pd therapy. The connection issue was further described as, ¿could not disconnect the patient line from the dark blue body of the transfer set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.